Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this patient presented to the hospital with shortness of breath (sob). It was noted the patient's sob has been chronic. The health care professional (hcp) requested technical services review stored episodes with noise and oversensing on the right ventricular (rv) channel. The patient is zero percent paced in the rv, so the oversensing was not affecting the pacing. Therefore, it was not suspected the oversensing was causing the patient's symptoms. The lead was programmed unipolar with sensing set to 1.0 mv. Technical services felt this was myopotential noise with the low sensing and unipolar setting. Technical services also noted the rv lead impedance, on numerous occasions, was less than 200 ohms over the last year. It was discussed this patient was recently checked with a programmer, and these clinical observations may have been evaluated by the device physician. At this time, this pacemaker remains in service and there were no adverse patient effects reported.